Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The customer experienced high blood glucose levels the last 6 days. Customer's blood glucose level was 524 mg/dl. He treated his high blood glucose level with a manual injection. Insulin exited and the insulin pump did not alarm no delivery after troubleshooting. The device was not returned.